Event description:
It was reported that the micro straight pituitary rails were separating during an unspecified spinal procedure. Tip broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.